Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd legacy plus alarmed no disposable error. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms #(B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found and pump came back second time for repair. Recommended expulsor assembly to be replaced as preventive measure.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found and pump came back second time for repair. Recommended expulsor assembly to be replaced as preventive measure.